Manufacturer narrative:
The system logs were evaluated. The review of the system/data logs does not indicate there is any handpiece or system issue present. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The tip was returned and evaluated. Service confirmed burnt trace on the tip surface. The tip passed the flow and leak tests. The tip failed visual inspection for burnt trace on tip surface, as dielectric breakdown was observed. The tip passed the thermistor test. Functional testing was not performed due to the burnt trace on the tip surface. Breakdown of the dielectric material, and/or build-up of foreign substance on the dielectric, can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. According to thermage cpt system technical user¿s manual, blisters and surface irregularities are known possible reactions to treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Reusing the treatment tip is considered off-label and could potentially cause patient risks. Investigation found stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace, causes arcing and subsequent burn-through of the flex circuit membrane. Based on the available information, this adverse event was most likely caused by damage on the tip membrane. There is an existing CAPA for these tip cases.

Event description:
The user facility reported they tested a thermage cpt tip on the clinic manager after a patient developed a rash/ heat blisters from the tip and smelling a burning smell. There was no scarring, and the issue has been resolved and considered not serious per the medical reviewer. The treatment tip was returned to solta for an evaluation and dielectric breakdown was observed.